Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader and no damage was observed. No evidence of the reported complaint (the reader caught fire while charging) was observed. The returned reader was sent for further investigation and de-cased. A visual inspection was performed on the returned reader no signs of fire, smoke or electric shock were observed. The returned reader turns on using the home button. The reader was de-cased and the pcba (printed circuit board assembly) was inspected, no signs of fire, smoke, or electric shock were observed. The returned readers off current was measured within specification. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader "caught on fire" while charging. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader "caught on fire" while charging. There was no report of death, serious injury, or mistreatment associated with this event.